Event description:
It was reported that pump began burning and melting while it was charging using tandem charging supplies. There was no reported impact to the customer¿s blood glucose level. Customer switched to injections as backup therapy, and technical support advised customer to contact healthcare provider for renewal of pump since warranty had expired.